Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that adaptive stimulation option was turned on and their battery was moving around more than usual. It seemed like the battery was registering a position different than the physical position the patient was in due to a (B)(6) weight loss. The device was reoriented to see if that helps the situation. The cause of the on/off stimulation could have been the (B)(6) weight loss, so the battery is looser. The rep stated a possible revision may need to happen if this keeps happening and the patient loses more weight. No further complications were reported.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported there was off/on stimulation while sitting. The patient did not have adaptive stimulation and no falls or trauma were said to be related to the issue. The rep was scheduled to see the patient (B)(6) 2017. No further complications were reported.